Manufacturer narrative:
Additional manufacturing narrative: other text: per the medwatch user facility report received from the initial reporter, the product is not available for evaluation. H3 other text : device not returned.

Event description:
The customer reported "the cable stopped responding with the monitor. It was plugged and unplugged several times. The pulse oximeter (pulse ox) on the patient was tried with another new cable and the pulse ox was then read by the monitor. This was quickly fixed and did not impact the patient for more than a few minutes. Heart rate (hr) on the monitor was reading appropriately during this time." There were no patient impact or consequences reported.